Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of a high erroneous inr result on coaguchek xs meter serial number (B)(4) compared to the doctor's coaguchek meter. At 9:04 a.m. The customer tested on coaguchek xs meter with serial number (B)(4) and the result was 3.4 inr. At 11:00 a.m. The customer was tested on the doctor's coaguchek meter and the result was 1.9 inr. There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation. Relevant retention test strips (lot 272161-10) were tested in comparison with the master lot coaguchek xs pt test strips. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention material was acceptable. No error messages occurred.

Manufacturer narrative:
Customer returned meter and strips for investigation. The returned meter and strips were tested in comparison to a reference meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: marcumar 3: reference meter with masterlot strips: 2.8 inr customer meter with customer strips: 2.8 inr. Marcumar 4: reference meter with masterlot strips: 3.4 inr customer meter with customer strips: 3.4 inr. The maximum difference between measurements with the same blood sample was 0 %. Returned customer material and retention material complies with specification.